Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis ((B)(4)), 203cm ruler ((B)(4)) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. ¿ visual inspection/damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The p ipeline flex pusher was found extending out from within the phenom 27 catheter hub for ~51.0cm. The distal ~1.2cm of the phenom 27 catheter distal tip was found kinked/flattened. The pipeline flex embolization device was removed from within the phenom 27 catheter. No bends or kinks were found with the pipeline flex pusher. Dried residue (likely saline) was found on the pusher. The pusher sleeves and tip coil were found intact. The pipeline flex braid was not returned. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure to open¿ report could not be confirmed. Possible causes of failure/incomplete to open include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The pipeline flex braid was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. The cause for the failure to open could not be determined. ((B)(4) (B)(6) 2022) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open in all sections. During the intracranial aneurysm intervention surgery, the pipeline stent was delivered to the middle cerebral artery (the middle cerebral artery was flat and approximately 2.4 mm in diameter). The tip end of the stent could not be opened, repeatedly tried to deploy the distal end of the stent 8mm, 10mm deployment ratio, and waited patiently, both were unable to open the stent. The surgeon suspected the quality of the stent and asked to return it and make a complaint. When the microcatheter and pipeline stent were withdrawn from the patient as a whole, due to the stent was partially pushed out in the early stage, when it was withdrawn, it fell on the floor of the operating room due to resistance and could not be found back. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional stents were taken to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for unruptured, saccular aneurysms in the right cavernous sinus segment. The max diameter was 5.8*4.5*3.3;3.6*4*3.5mm. The neck diameter was 3.3/3,5mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.1mm. Vessel tortuosity was normal. A small amount of angiography agent was retained in the aneurysm. No patient symptoms or complications were reported.